Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and reported that the complaint device required potential repairs following the unanticipated fall of the complaint device. The complaint device was in use at the time of the event.